Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure because the battery was too large for the patient thin body anatomy. Postoperatively, the patient is recovering well. In accordance with facility policy, the explanted device was disposed of and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure because the battery was too large for the patient thin body anatomy, causing discomfort. Postoperatively, the patient is recovering well. In accordance with facility policy, the explanted device was disposed of and will not be returned.

Manufacturer narrative:
The device sc-1432, serial number (B)(6) was not returned for analysis and the complaint as reported could not be confirmed. However, a labeling review did not reveal any anomalies as it states: persistent pain at the ipg or lead site is a known risk with the use of spinal cord stimulation (scs). Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: known inherent risk of device. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure because the battery was too large for the patient thin body anatomy, causing discomfort. Postoperatively, the patient is recovering well. In accordance with facility policy, the explanted device was disposed of and will not be returned.